Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds of 4.5v as well as high pacing impedance measurements up to 1200 ohms one day after implant. Upon further testing, the patient's ejection fraction had decreased below 30 percent due to a new left bundle branch block. A cardiac cath test was negative for ischemic areas. The physician elected to explant this lead during a therapy upgrade procedure. A new rv lead was successfully placed at this time. During this revision procedure, the patient required intubation and a bronchospasm then, subsequently, went to the intensive care unit. However, the physician attributed this to the patient's conditions. Post-operation checks looked normal. A micro-perforation of this lead through the heart lining was suspected. This product has been received by boston scientific for further analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds of 4.5v as well as high pacing impedance measurements up to 1200 ohms one day after implant. Upon further testing, the patient's ejection fraction had decreased below 30 percent due to a new left bundle branch block. A cardiac cath test was negative for ischemic areas. The physician elected to explant this lead during a therapy upgrade procedure. A new rv lead was successfully placed at this time. During this revision procedure, the patient required intubation and a bronchospasm then, subsequently, went to the intensive care unit. However, the physician attributed this to the patient's conditions. Post-operation checks looked normal. A micro-perforation of this lead through the heart lining was suspected. This product has been received by boston scientific for further analysis. No additional adverse patient effects were reported.